Event description:
The strips are giving inaccurate results. The rptr is aware of one pt who, on three occasions, had results verified by a laboratory. The rptr stated that, in discussions with other pharmacists and technicians, he has learned that other pts have also complained of inaccurate results.